Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by clearing the alert, resuming insulin delivery, and administering the remaining bolus, noting that the issue occurred during bolus delivery.